Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had damaged battery compartment, cracked battery door, scratched liquid crystal display (lcd) lens, worn downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Functional testing performed. The customer's reported problem was duplicated, and the root cause was the downstream occlusion sensor contamination. The downstream occlusion sensor was replaced to correct the reported issue. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed downstream occlusion calibration. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.